Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that there was a foil in the suture pack with no needle in it. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 1 open and empty racepack (there is no suture inside) from the customer and 1 box (36 closed samples) from stock for analysis. Tightness test to the samples received from stock has been performed and the units are tight. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 1.38 kgf in average and 0.84 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 1.88 kgf in average and 1.80 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.